Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of patient harm or injury.the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The manufacturer received information regarding uno litigation. The patient alleges eye irritation, nose irritation, and respiratory tract irritation/other. The manufacturer was made aware of this complaint through a representative of the customer. Boxes c and h have been updated to reflect the changes. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a follow-up report will be filed.